Manufacturer narrative:
The ge service rep ordered a new monitor then replaced it. The system operates as intended.

Event description:
The customer reported that the monitor cable slid out of its grip and the monitor will not turn on. Also, there was no image on the monitor.